Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation that the liquid crystal display (lcd) was damaged. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd screen was confirmed to be damaged. The system printed circuit board, and the central processing unit need replaced to address the issue; however, no repairs will be performed as the device will be scrapped.